Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was due to an incomplete bolus alert. Reportedly, a correction injection was delivered to address bg. Tandem technical support educated customer to always return to pump home screen and ensure pump screen is off before putting it away to help prevent accidental screen touches/incomplete alerts. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.